Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Reported via phone call that the customer had two to three low events in the past two years that required the paramedic's intervention. The customer also reported being hospitalized a high blood glucose. The customer declined to provide details of the hospitalizaiton. Customer also reported they would experience high blood glucose in the morning due to the insulin pump. Customer's blood glucose was unknown at the time of the call. The customer declined to be transferred to the helpline. The insulin pump will not be returned for analysis.